Manufacturer narrative:
The manufacturer asked back the device for the investigation, but the insert mt5 - 10 l was discarted and therefore it was not possible to conduct the investigation. Not damages occurred on the patient.

Event description:
The problem occurred in a surgery of posterior cervical spine. To the decompression of nerves it was used mt5 - 10 l insert. The setting was: irrigation 2; power 7. The insert worked for ten (10) minutes and then stopped. The surgery was finished with mt4 - 10+ insert.